Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of noise that resulted in anti-tachycardia pacing on the right ventricular (rv) lead. Fluoroscopy was performed and did not reveal any insulation anomalies. The rv lead was capped and replaced to resolve the event and the patient was stable.